Event description:
Per the audiologist, an MRI scan was done while the internal magnet was left in place. After the scan it was discovered that the magnet had slipped out of the magnet pocket. An integrity test done in 2008 showed normal receiver/stimulator function. In the next day, the pt underwent a revision surgery to reinsert the magnet into the pocket.

Manufacturer narrative:
This is a final report. Labeling - this type of event is addressed in the device labeling.